Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had salpingectomy (tubes and coils removed)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia oral ("numbness on my lips and tongue") and paraesthesia oral ("tingling on my lips and tongue"). The patient was treated with surgery (she had salpingectomy (tubes and coils removed)). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia oral and paraesthesia oral outcome was unknown. The reporter considered hypoaesthesia oral, medical device removal and paraesthesia oral to be related to essure. The reporter commented: patient reported since she have had surgery she have been having numbness and tingling on her lips and tongue. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were add - hypoaesthesia oral and paraesthesia oral new reporter was add. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had salpingectomy (tubes and coils removed)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.